Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer reattached the bus cable and adjusted the slide rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a full-height matrix drawer failure. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported based on this incident.